Event description:
It was reported post implant that the atrial lead had pulled back and dislodged. It was also noted that the lead had high thresholds and non-capture at six volts. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.